Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. The surtrak was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Both returned trackers have stripped threads at the tip of the attachment screw. One of the two trackers also has a bent support arm for marker #4 causing a high geometry error. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the spine clamp and two instrument trackers were reported to be defective. There was no patient present when this issue was identified.